Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was not working properly, they stated ¿it had been very sluggish¿ for a couple of months (2018). They stated that they could not connect their ins with any of their equipment for the past few days (B)(6) 2019. The patient requested a message be sent to the local rep to check their ins at the doctor¿s office next week wednesday or thursday. A message was sent out to the rep. The rep replied stated that they would reach out to the patient¿s office regarding the appointment. The next day the patient called back because they wanted to set up an appointment with a manufacturer representative (rep). The patient stated that the stimulation didn¿t feel as strong and was not reaching the correct place. The patient stated that the stimulation sensation had ¿moved a little bit¿. The patient stated that they contacted the healthcare provider¿s (hcp¿s) office and they told them that they needed to contact the rep. The stimulation not being as strong began the last few days (B)(6) 2019 and the stimulation not reaching the correct spot had been occurring the last couple of weeks in (B)(6) 2019. The patient called back later the same day indicating that someone tried to call them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they did not have any further information as they had not spoken with the patient, but did indicated that they had made the account aware of the patient¿s issues (previously reported). They stated that the patient was scheduled to see a rep on tuesday according to the office and the contact information for the rep that would likely be seeing the patient was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was not working and that they met with a manufacture representative to reboot the ins because it was dead but the rep was unable to reboot it. This indicated that the ins was in overdischarge. The patient noted that they would be having the ins replaced. No further complications were reported.

Manufacturer narrative:
This is a correction of the previously supplemental reg report (3004209178-2019-02288). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative and the patient reported that the ins was not working due to the patient not charging the ins. The rep was able to charge the ins and stated that the issue was resolved however the patient reported the following day that the rep was unable to reboot the ins. This indicated that the ins was in overdischarge. The patient noted that they would be having the ins replaced. No further complications were reported.